Event description:
During the evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. The alarm occurred on (B)(6) 2013 during night drain 1. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.